Manufacturer narrative:
The device was returned and the evaluation found no reportable findings. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had an e315 alarm during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to leakage from the biopsy channel, leading to a short circuit of the circuit board. The user may prevent the suggested event by handling device in accordance with the following instructions for use (IFU): "-operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image -reprocessing manual_ leakage testing of the endoscope_ perform the leakage test if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair" it was confirmed that leakage occurred from the subject device, and the user did not report the leakage. Conducting reprocessing with leakage will increase the possibility of damage to the device due to water invasion of the device. The IFU instructs to perform a leakage test before manual cleaning and contact olympus at a detection of leakage. It is suggested that the user facility review the method of device handling according to the IFU. Olympus will continue to monitor field performance for this device.